Event description:
The device was reported due to high lead impedance. This lead has increased impedance over 3000 ohms. The lead was removed and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.